Event description:
Complainant alleged that during biomedical testing and routine preventative maintenance of the device, there was no display when the unit was powered on. The complainant indicated that there was no pt involvement in the reported event.